Event description:
It was reported that when the 2.75 x 12 mm nc trek balloon catheter was removed from the dispenser coil the proximal shaft separated in two pieces. There was no resistance reported during removal of the balloon catheter from the coil. The device was not used on the patient. Another nc trek of the same size was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.